Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement test, and active current measurement test. No battery or power anomalies noted during testing. No pump error 54 alarm or pump error 3 alarm noted during testing however, the formatted history file confirmed pump error 54 and pump error 3 alarm due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was acting up. Customer stated that the insulin pump had battery failed alert, sensor updating and change sensor alert. The customer was advised that the insulin pump required to be replaced and was advised to disconnect from insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.